Manufacturer narrative:
The insulin pump alarmed during the prime test due to a loose drive support disk.

Event description:
The customer reported an alarm during the manual prime. Advised the customer that the insulin pump would be replaced. The customer stated that he was on vacation and did not have a back up plan. Advised the customer to seek medical attention as needed. The customer's blood glucose reading was 254 mg/dl. Nothing further was reported.